Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not enter finger stick values promptly. Reportedly, the patient calibrated during periods when cgm values were not present. No additional event or patient information is available.